Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.50mm x 20mm maverick balloon catheter was selected for use. However, it was noted that the middle of the shaft was fractured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.